Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes that blood color changed. This event occurred 1000 times. The following information was provided by the initial reporter: "phlebotomist has observed that when performing blood collection in sodium citrate for patient, the blood color changed in the tube after collection".

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-08-26. H.6. Investigation summary: bd received 1 contaminated sample, 1 unused sample, and 2 photos from the customer in support of this complaint. Since 1 sample was contaminated, the package received was not opened. The unused sample was also left in the same package. The product expired 7/31/2022. The photos were evaluated and a pink tinged liquid in the tube is observed however, it is unknown what the liquid is. No further testing could be completed as the product is expired. The exact cause for the customer's failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements .

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes that blood color changed. This event occurred 1000 times. The following information was provided by the initial reporter: "phlebotomist has observed that when performing blood collection in sodium citrate for patient, the blood colour get changed in the tube after collection".